Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No anomalies found: it was reported that the patient expired. Intermittent loss of capture was seen on the ECG prior to the patient's death. It was suspected that there had been severe bleeding (hemothorax) at implant. There has been no allegation that the death was device-related. Further information from the autopsy report indicates that the patient had an embolism of the mesenteric artery. Other conditions included dilated calloused heart with fresh myocardial ischemia, severely stenosing sclerosis of the coronary vessels, monckeberg aortic valve stenosis, and severe general atherosclerosis. Electrical tests performed mechanical tests performed actual device involved in incident was evaluated visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, intermittent.

Event description:
It was reported that the patient expired. Intermittent loss of capture was seen on the ECG prior to the patient's death. It was suspected that there had been severe bleeding (hemothorax) at implant. There has been no allegation that the death was device-related. Further information from the autopsy report indicates that the patient had an embolism of the mesenteric artery. Other conditions included dilated calloused heart with fresh myocardial ischemia, severely stenosing sclerosis of the coronary vessels, monckeberg aortic valve stenosis, and severe general atherosclerosis.